Event description:
The company received information that suggested that after 10 days in patient use, the flange separated from the tube on one side of the tube. The customer reported that this occurred while the caregiver was replacing the inner cannula. The customer reported that the patient was re-intubated that there was no patient harm. The customer reported that they will return the sample for evaluation.